Event description:
It was reported that an unexpected receiver shutdown had occurred. On the night of (B)(6) 2025, the patient¿s parent noticed that the dexcom receiver screen was not displaying glucose readings and was instead stuck on the dexcom logo. The device could not be powered on again. During the same night, the patient¿s food pump disconnected, and the patient experienced hypoglycemia accompanied by seizures (convulsions) and shaking during sleep. The dexcom system did not alert the parent to the hypoglycemic episode. The patient¿s sister discovered the patient shaking, prompting the parent to intervene. The parent administered treatment using a syringe to inject 300 mg of glucose, which was intended to be glucagon. Following treatment, the patient¿s blood glucose (bg) level was measured at 12 mmol/l. At the time of the report, the patient was in good condition. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
Subsequent to the initial MDR, additional information has been provided. The product was evaluated. An external visual inspection was performed and passed. Receiver boot test was performed and failed. The device was opened and an internal visual inspection was performed and passed. The performance data was not reviewed as the logs could not be downloaded due to the receiver perpetually rebooting. The allegation was undetermined. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).